Event description:
It was reported that a t2 alpha retrograde nail was discovered to be broken at the most proximal screw hole in the distal cluster of the nail. The screw was found to be broken during explantation of the nail. Patient was given weight bearing as tolerated instructions postoperatively. Patient was revised to a t2 scn with endcap. Primary implant date was (B)(6) 2022. Patient took notice on (B)(6), after falling down and feeling pain. Nail has been returned.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a t2 alpha retrograde nail was discovered to be broken at the most proximal screw hole in the distal cluster of the nail. The screw was found to be broken during explantation of the nail. Patient was given weight bearing as tolerated instructions postoperatively. Patient was revised to a t2 scn with endcap. Primary implant date was (B)(6) 2022. Patient took notice on 28-sep, after falling down and feeling pain. Nail has been returned.

Manufacturer narrative:
The reported event that advanced locking screw imn screws ø5x80mm alleged of issue 'implant - breakage post-operative' could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the advanced locking screw was separated by a fatigue fracture. The tip of the screw had not been returned. The appearance of the breakage surfaces identified the screw had broken in fatigue manner ¿ indicated by lines of rest and missing plastic deformation. Dimensional inspection indicates that the device is within the specifications. Furthermore, the material was confirmed by document being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Two undated x-rays in a-p- and ml-view were provided. They were showing the distal area with condyle locking and nail breakage. 1 screw had been placed outside the nail, proximally to the nail breakage. It was concluded this screw had been placed deliberately. Since no other x-rays were available for comparison a medical review was not justified. With available information the root cause for screw breakage could not be determined. If any additional information is provided, the investigation will be reassessed.